Event description:
In (B)(6) 2008, I had proceed, ethicon, mesh placed for a ventral hernia repair. Within the first (B)(6) months after the surgery, I began to have pain in the area of the surgery. As time passed, the pain increased and I began to have problems with a normal bowel movements. I was admitted several times for a possible ileus, after lying in bed a few days, my bowels would begin to move again and I was discharged. In (B)(6) 2011, things were getting to the point that I was in great pain and by (B)(6), my bowels wouldn't move at all, I was hospitalized and placed on tpn (total parental nutrition), and a CT scan of my abdomen concluded that I had a bowel incarceration and that I would be transferred to (B)(6). While at (B)(6), it was concluded that I would indeed need to have a bowel resection and they removed around 12 inches of my small bowel that was incarcerated in the mesh and their conclusion was that the mesh was at fault and had indeed caused the problems, pain and suffering that I had experienced since the mesh had been placed. I was sent back to the hospital that had referred me to (B)(6) for recovery and was sent home from there. I have been very tired and really haven't recovered well at all. I continue to have pain in my abdomen where the procedure was done and have to see a pain specialist for pain management. Thank you for considering my case. Dates of use: (B)(6) 2008 - (B)(6) 2011.